Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redx0737 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "that a complaint with an introducer from a PICC tray. The introducer was bunched up. Addendum per received email 01/27/2020: "when placing microintroducer into arm it was very difficult to get through the skin and when assessing introducer it was noted to have a bleb on the outer grey portion where it transitions to the inner white cannula. A new microintroducer was retrieved and placed successfully without harm to pt."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged introducer sheath tip is confirmed; however, the exact cause is unknown. One 4.5 fr 7 cm microintroducer was returned for evaluation. An initial visual observation showed use residue on the returned sample. The distal half of the dilator was observed to be slightly curved, and the distal tip of the introducer sheath was observed to be damaged. A microscopic observation revealed one edge of the distal tip of the introducer sheath was buckled and plastically deformed. A small amount of damage was observed on the surface of the shaft of the introducer sheath, possibly caused by slight buckling of the sheath. While the root cause of the damage observed on the introducer sheath is unknown, possible causes include damage during handling or use. A lot history review (lhr) of redx0737 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "that a complaint with an introducer from a PICC tray. The introducer was bunched up addendum per received email 01/27/2020: "when placing microintroducer into arm it was very difficult to get through the skin and when assessing introducer it was noted to have a bleb on the outer grey portion where it transitions to the inner white cannula. A new microintroducer was retrieved and placed successfully without harm to pt."